Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Complaints related to same article: (B)(4). Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The following journal article was received: henrik dahlstrand, andré stark, marius c wick, lucas anissian, nils p hailer & rüdiger j weiss (2017): comparison of metal ion concentrations and implant survival after total hip arthroplasty with metal-on-metal versus metal-on-polyethylene articulations, acta orthopaedica, doi: 10.1080/17453674.2017.1350370. Published online on july 12, 2017. From the article, it was found that the patient was implanted with metal on metal hip implants and underwent revision due to periprosthetic fracture after a fall 13 years post operatively.

Manufacturer narrative:
Additional information received on october 06, 2010. The investigation results of the provided information were provided. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on august 24, 2017. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description: it was reported in an journal article that a patient experienced periprosthetic bone fracture after a fall 13 years postoperative. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea. Splitting of femur, improper initial setting of the implant, migration of stem short and long term due to wrong handling of the stem due to surgeon unfamiliar with implantation technique of the ms-30 stem => possible: it is unknown, whether the surgeon is familiar with the implantation technique. However, the surgical approach is given in the surgical technique lit. No. (B)(4) and also in the instructions for use IFU (B)(4). Injury of the patient due to wrong handling of device due to wrong information => possible: no information regarding wrong handling of the device is available. However, the surgical approach is given in the surgical technique lit. No. (B)(4) and also in the instructions for use IFU (B)(4). Conclusion summary: the only information available is what was reported in the journal article, that a patient experienced periprosthetic bone fracture after a fall and was revised after 13 years in vivo. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Possible reasons leading to the reported failure include surgeon being unfamiliar with implantation technique and wrong handling of the device. However, the most reasonable cause for the bone fracture is the fact that the patient fell. Nevertheless, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or produced. Zimmer (B)(4) consider this case as closed. (B)(4).